Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while being applied during the entry into abdomen, the device¿s balloon physically broke, wherein the balloon did not inflate. A new device was opened in order to resolve the issue. There was no patient injury.